Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was powered off and when they powered it back on, the cns application would not launch, displaying a windows "display error" message. No patient harm was reported. Investigation summary: the root cause is determined to be use error. The customer reported that the network cable was pulled out from the wall that comes out of their cns. There is no evidence of an nk device malfunction. No further issues were reported. There is no evidence of an nk device malfunction.

Event description:
The customer reported that the central nurse's station (cns) was powered off and when they powered it back on, the cns application would not launch, displaying a windows "display error" message. No patient harm was reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) was turned off and when they turned it back on. The application would not launch and windows error display would populate stating " display error." No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) was turned off and when they turned it back on. The application would not launch and windows error display would populate stating " display error." No patient harm was reported.